Event description:
Philips received a complaint by the customer on the v60 indicating that battery light keeps flashing/fan cycles on and off when the unit is powered down. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that unit only charges battery to 99% and led continues to flash. Advised caller that unit may have a faulty battery or a faulty power management pcba. Advised caller to swap either one with a known good unit to determine which may be faulty.

Manufacturer narrative:
After further troubleshooting, the customer swapped batteries with another unit and it stopped flashing temporarily. Per gfe response, the customer informed that he is waiting on the power management board to arrive and replace. The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered pm pcba board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.